Manufacturer narrative:
A general reagent issue can be excluded since calibration and qc data were acceptable. The reagent manufacturers use different protocols for the standardization of their assays. Therefore, direct bilirubin results of different manufacturers are not directly comparable. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation about discrepant results for 2 patient's samples tested with bilirubin total gen.3 (bilt3) assay on a cobas 6000 c501 analyzer when compared to a non-roche (beckman coulter (B)(6) analyzer. Refer to the attachment for all patient data. No questionable results were reported outside the laboratory. The repeat results obtained by the non-roche analyzer were deemed to be correct.

Manufacturer narrative:
The bilt3 reagent expiration date was not provided. The cobas 6000 c501 module serial number was (B)(6) . Calibration and qc were acceptable. The field service engineer checked the gear pump pressure and it was within range. He also did a photometer check and the lamp was changed according to the recommendations. The investigation is ongoing.